Event description:
A #8 french introducer was placed and the left main was cannulated. The lesion was crossed with an atherectomy guide wire. A guidant atherectomy device was used with the maximal pressure of 30 atmospheres. The pt had several cuts taken with removal of plaque, however, a very large dissection was seen. There appeared to be some flow to the pericardium, thus a jostent was deployed over a 3.5 by 20 mm balloon. The stent was length 19. This sealed most of the dissection, however there remained dissection distally, thus a second 12 mm jostent with a 30 balloon was attempted to be deployed. This stent came off the balloon in the left main. The stent was advanced further down the left anterior descending, but it did appear the original jostent moved backwards into the left anterior descending itself, sealing off the left anterior descending. The stent could not be moved. The situation was then that the diagonal had excellent flow with sealing off of the dissection, but the left anterior descending had been put in stent "jail". Because the jostent is a coated stent, wrapped, the physician could advance 2 wires into the left anterior descending itself, a balloon would not pass through the stent material. The pt continued to have chest heaviness and st segment changes throughout the procedure. Vigorous attempts were made to open the left anterior descending which were unsuccessful and cardiothoracic surgery was notified early into this case. The pt then had an intra-aortic balloon pump placed and they were stabilized medically. Upon leaving the cardiac cath lab, the left ventricle and diastolic pressure was 22. There was some mild chest pain still with EKG changes and the balloon pump was functioning normally. The physician was waiting for the surgeon to come for emergency bypass of the left anterior descending. Prognosis is guarded.